Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had medication leaked and unable to clean properly. A field service engineer removed the refrigerator drawer to allow the customer access to the back area for cleaning the refrigerator floor. After removal, the customer was able to reach and clean the previously inaccessible section. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator user noted that a medication leak had occurred earlier, resulted on a strong odor. They were unable to clean the area properly due to the locked drawers, and the spill had leaked behind them. Baking soda temporarily reduced the odor; however, once it was removed, the smell returned. However, there were no delays or adverse events or injuries reported based on this event.